Manufacturer narrative:
Device code 3001 should have been inclued in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Patient information: unk. Date of event: unk. Product code-unk. Model #, explanted: unk. Product manufactured but not sold in the u.s. Manufacture date: unk. (B)(4). Improper or incorrect procedure or method (improper measurement of white-to-white distance) (B)(4).

Event description:
An article published in medical science was received on 22-oct-2019, entitled 'a comparative study between foldable iris claw lens and icl (implantable collamer lens) phakic iols in correcting moderate and high myopia.' The article states one eye experienced uveitis and high iop. This was controlled after one month of surgery. The refractive results were stable and the bcva improved one to two lines from preoperative values. In two eyes glare and halos were reported. This was related to a slightly central pi in one eye and pupil dilation after an acute attack of glaucoma in the other. By the end of the 1-year follow up period glare and halos were no longer reported. One case of acute pupillary block glaucoma with an iop spike to 40mm first day postop. The pi was small, and the patient underwent another surgical iridectomy 2 days after surgery and iop was normalized. One eye developed anterior sub capsular cataract 3-months postop due to low vault. This occurred due to improper measuring of white-to-white distance, measured using a caliper with indistinct appearance of the limbus due to contact lens wear.